Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the blue winged luer cap. The device contained 5 fluorouracil and saline. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured april 4-7, 2025. H11: the device was received for evaluation. A visual inspection was performed via the naked eye, and fluid inside a bag that contained the unit was observed. When the unit was removed from the bag, an untightened winged luer cap was found. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and the unit was monitored until the next day; no signs of leak were observed. The reported condition was verified. The cause of the untightened cap was most likely related to user error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) instructs the user to ensure the cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.